Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  UDI (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the affected side is the right knee. Removed sigma pli gvf ins 2 8mm, pfc*sigma/ov dome pat 3 peg,32, depuy cmw 1g 40g and pfc*sigma c/r npor fem rt sz 2 from d11 field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon review of the details of the complaint, it is apparent that there is clearly severe tibial insert polyethylene wear-through, as well as fracture damage of the tibial tray implant. The simple reported "instability" is less clear. While possibly caused by the unbalanced wear of the insert, it could also be patellar, or flexion or extension instability, involving other products -- therefore, these cannot be ruled out, and are therefore reportable. Revision surgery - surgeon: mr. (B)(6). Hospital: (B)(6). Date: (B)(6) 2019. Reason for revision: instability implants: